Manufacturer narrative:
The pump passed the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. All buttons functioned properly and no damage on the keypad assembly noted. The keypad connector was not unlocked during visual inspection. The pump was received with minor scratches on the lcd window, a scratched case and a pillowing keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer had an unresponsive keypad. The customer's blood glucose was unknown. The customer will return device for analysis.